Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock or click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had broken around the reservoir compartment and was not sitting in the pump correctly. The customer reported damage to reservoir compartment or lip or ring the reservoir was not locking in place and had it held together with a rubber band. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.